Event description:
It was reported that on (B)(6) 2021, patient underwent a surgical procedure for unknown reason. The reamer irrigator aspirator (ria 2 )sterile tube assembly broke during surgery. No adverse events to the patient. Opened up second shaft and completed procedure. There was no surgical delay. Patient outcome after the procedure is unknown. Concomitant devices reported: unknown reamer head (part # unknown, lot # unknown, quantity # 1), unknown drive shaft (part # unknown, lot # unknown, quantity # 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional product code : hto. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Investigation summary: the instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) up to (B)(6) 2021. The image(s) was reviewed, and the complaint condition could be confirmed, the image shows that the tube portion of the device is broken off from the top portion of the device. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: manufacturing location: packaged, sterilized and released by: (B)(4). Release to warehouse date: feb 23, 2021. Expiration date: jan 31, 2022. Part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile. Lot number: 92p7397 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lppf, lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m001, reaming rod/drive shaft packaged. Lot number: 90p5454. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ream rod/dr shaft seal. Lot number: 82p5597. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (B)(4) met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated 30-nov-2020 was reviewed and determined to be conforming. Part number: 03.404m002, graft/irr/suction assembly. Lot number: 90p5437. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m033, ria ii graft filter. Lot number: 84p6944. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (B)(4) met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated dec 23, 2020, was reviewed and determined to be conforming. Note: raw materials certifications from (B)(4) sub-contractors were included in the DHR. Part number: 03.404m014, irrigation tubing set. Lot number: 85p9294. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (B)(4) met all inspection acceptance criteria. Certificate of compliance supplied by (B)(4) dated jan 05, 2021, was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set. Lot number: 86p4344. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (B)(4) met all inspection acceptance criteria. Certificate of compliance supplied by (B)(4) dated jan 08, 2021, was reviewed and determined to be conforming. Device history review: apr 13, 2021: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a surgical procedure for unknown reason. The reamer irrigator aspirator (ria 2) sterile tube assembly broke during surgery. No adverse events to the patient. Opened up second shaft and completed procedure. There was no surgical delay. Patient outcome after the procedure is unknown. This complaint involves two (2) devices. This report is for (1) ria 2 bone harvesting kit 520mm sterile. This report is 1 of 2 (B)(4).